Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a bacon cancer resection, the surgeon was able to squeeze the handle on the two devices, the jaws did not close. A new product was used to resolve the issue. There was no patient involvement.